Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. Readings were not compared during the procedure due to inability to acquire a signal from the sensor. The sensor was not recalibrated. It was determined that the abbott remote care team would follow up with the patient to troubleshoot signal acquisition during home readings however multiple attempts to contact the patient were unsuccessful. The clinic was made aware.

Event description:
Multiple attempts to contact the clinic were made but the clinic was unresponsive and no further information could be obtained.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.